Event description:
It was reported that the patient underwent a revision surgery due to a loosening of the device. There was harm or injury to patient as the patient had to undergo additional surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. H10 narrative: d10 narrative: item #: 010000589, lot#: 66403651, item name: comp rvrs 25mm bsplt ha+adptr; item #: 110031399, lot#: 66580871, item name: mini standard thickness +0mm taper offset 40mm diameter humeral tray; item #: 110031424, lot#: 66394204, item name: standard 36mm diameter bearing; item #: 180551, lot#: 66501618, item name: comp lk scr 3.5hex 4.75x20 st; item #: 180552, lot#: 66543392, item name: comp lk scr 3.5hex 4.75x25 st; item #: 180559, lot#: 66138814, item name: comp nlk scr 3.5hex 4.75x25 st; item #: 115394, lot#: 66445625, item name: comp rvs cntrl 6.5x20mm st/rst. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.